Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In an additional follow-up call, details about the event were obtained from a pd nurse. It was reported the patient was experiencing symptoms of abdominal pain. On (B)(6) 2022, the patient went to the hospital and was admitted with peritonitis. During the hospitalization, the patient had a pd culture obtained which generated growth of the bacteria coagulase negative staphylococcus. The patient was treated with antibiotic therapy (unknown medication). On (B)(6) 2022, the patient was discharged from the hospital continuing pd with the same home cycler. The nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange.